Event description:
The contents of a receptacle canister splashed the operating room personnel in the face. It was reported that during an unspecified surgical intervention, the liner being used for suction during the procedure became full. When the operating room clinician was changing to a clean liner, the clinician "received splashes of blood" in the face when disconnecting the suction from a liner full of blood suctioned from a pt. Reportedly, the operating room personnel "did not have any negative effects from this," "the pt was not directly involved, and the surgical procedure was not affected". Though requested, no additional info was available.